Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, and issue had occurred at least three times on same pump without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.